Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to this reported event.

Event description:
This procedure is part of the (B)(6) study: post silverhawk procedure the subject developed a minor clot. Intra arterial integrilin was given and balloon angioplasty was performed with 10% residual stenosis noted.